Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for impending thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf sheath). The ctag ac devices were placed successfully. After withdrawing the dsf sheath, an angiography for the access vessels showed rupture of the right external iliac artery. Due to pre-placed aortic occlusion balloon, the rupture did not lead blood pressure drop. A contralateral leg component of gore® excluder® aaa endoprosthesis was additionally deployed to cover the ruptured site, achieving hemostasis. However, thrombotic occlusion was observed from within the deployed contralateral leg to the right common femoral artery, likely due to lack of heparinization. Thrombus aspiration via catheter was unsuccessful, so surgical thrombectomy was performed. The patient tolerated the procedure. The reporting physician commented as follows: access vessel trauma was within the expectation prior to the procedure. Thrombus formation occurred due to omission of heparinization. Although this was noticed during the procedure, heparin was intentionally withheld due to the high risk of access-related injury.